Event description:
It was reported that the patient underwent a revision surgery in which an eight month old spectra penile prosthesis (spp) was explanted through an infrapubic incision and a new inflatable penile prosthesis (ipp) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.